Manufacturer narrative:
Final analysis found a fractured coil at 40.9cm from the connector pin, which was confirmed through an x-ray examination. The damage found was likely the cause of the reported complaint of high threshold.

Event description:
It was reported that during a device change out procedure, high capture thresholds were observed on the left ventricular lead. The patient was asymptomatic. The lead was explanted and replaced. The patient was well post procedure.